Event description:
Additional information received reported that the cause of the event was unknown. The patient was hospitalized due to this event. The patient outcome was no injury.

Manufacturer narrative:
(B)(4) 2009. Lead: model 39565-30, lot# n194358002, implanted (B)(6) 2009, explanted unk; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).

Event description:
It was reported that the patient had difficulty recharging the implantable neurostimulator, which lead to multiple overdischarges and end-of-service. The device was replaced with a non-rechargeable device.